Event description:
On (B)(6) 2012, the lay user/patient's mother contacted animas alleging that the subject pump was losing date/time settings. The reporter claimed that on (B)(6) 2012, the pump was displaying a date of (B)(6) 2012 instead of (B)(6) 2012. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was left without power for one hour and when the pump was powered on it had returned to default time and date. The pump was opened and internal battery was found to be leaking. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.